Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence and urethral atrophy. A surgical procedure was performed to remove the existing device and implant a new aus. There were no device issues and no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3 event date: estimated as three months prior to explant.